Event description:
A caller reported a cartridge alarm 20 that occurred during the loading process, preventing them from proceeding with insulin therapy. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with loading a new cartridge, but the issue persisted. Therefore, technical support decided to replace the pump. The customer, who did not have any backup therapy available, was instructed to contact their healthcare provider. Instructions for returning the defective pump and receiving the replacement were provided and acknowledged by the customer.